Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that approximately 6 years post-op the patient began experiencing pain in the back. The patient underwent physical therapy due to an increase in the pain. It was confirmed that the rods had broken at l4-5. No revision surgery has been performed at this time. No further information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.